Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the returned sample photo and it was noted that the tubing was separated from the male luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a y-type catheter extension set separated and leaked while in use on a patient. The set was being used to deliver tpn (total parenteral nutrition) and lipids. It was reported that the set was inspected by two nurses and primed with tpn and lipids prior to use on the patient. The set was inspected again when the infusion was initiated (2235) and every hour until 0520 on the following day when the line was noted to be ¿snapped¿ (separated). The tubing separation occurred at the bottom of the y-site where it connects to the male luer. There was no patient injury or medical intervention associated with this event. No additional information is available.